Manufacturer narrative:
The complaint description states that the revision was due to high pain in the right hip, with no trauma since 3 months. The device associated to the complaint was not returned for analysis. The x-ray review confirmed the distal fracture of the stem and determined there are some adverse patient and surgical factors which are likely to have caused the failure. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Corail distal stem fractures have been reviewed within (B)(4), CAPA (B)(4) and (B)(4) which identified a number of different contributing factors. Actions were implemented to reduce the incidents of these failures. Based on the information received and the investigation performed, the root cause of the incident could not be determined depuy considers the investigation closed. Should additional information be received the investigation will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to high pain in the right hip. X-ray shows a fracture of the femoral stem in the diaphysis, no fracture of the femur, with loosening of the proximal part.